Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to environment conditions. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device was corroded, had low power, could not be assembled, had unintended motion, had damage component and the trigger was sticking. It was further determined that the device failed pretest for check power with test bench, check switching function forward / reverse, check the oscillation angle, check the oscillating / forward / reverse mode function, check in off mode, check for sticky speed trigger, check triggers, check for unintended motion, check the battery case coupling, check the cannulation and check the attachment coupling. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.